Manufacturer narrative:
The insulin pump alarmed compromised force sensor system error alarm during displacement test due to motor with high currents drawn. The insulin pump was unable to perform the displacement test due to compromised force sensor system error alarm. The device was received with cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked display window.

Event description:
Customer reported via phone call compromised force sensor system error alarm on the insulin pump. Customer's blood glucose level was 116 mg/dl. Troubleshooting for the prime rewind was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.